Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) preliminary testing revealed no output when the device was programmed ddd 60 bpm unipolar mode. Testing on the automated functional testers revealed anomalous output conditions. The no output condition was the result of lifted hybrid bond wires.

Event description:
The device was replaced due to the field advisory. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.